Event description:
Device 1 of 2. Reference MFR report #1627487-2012-00808. It was reported the patient's two percutaneous leads were replaced with a surgical lead. The exact reason for the lead replacement is unknown; however, the patient had previously complained of overstimulation from her scs system. Analysis determined the root cause of the overstimulation was the patient's ipg. (Reference MFR report #s 1627487-2010-01767 and 1627487-2010-01769).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.